Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying drg leads that are related to breakage of the leads in 2 patients during the study. Specific patient information is documented as unknown.